Event description:
It was reported that the patient with this implantable neurostimulator experienced pain and discomfort at their implant site. Prior to that, the patient increased their stimulation, and it helped with symptom relief. The patient also stated it hurt when they press on their implant site but does not believe the pain is related to the stimulation. The pain is present depending on how the patient positions themself. The patient believes there is scar tissue formation as they had this experience from breast surgery. Their stimulation was turned off to see if the pain is not device related. A few days later, the patient reported the pain was mostly the same with the stimulation off. The patient was assisted with turning the stimulation back on and had it increased. Afterwards, the patient was evaluated and still reported the implant site hurts by the touch. The implant appears to be appearing flat, and the patient denied experiencing any falls. The patient was assisted with having their stimulation adjusted again. Additionally, the patient had surgery for a pocket revision. The physician tunneled the lead to the opposite side and created a new pocket. The patient reported doing great since revision.

Manufacturer narrative:
Block d10: model number/catalog number: 4101. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: neurostimulator. Unique identifier (UDI) #: (B)(4). The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain and scar tissue was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of caused not established.